Event description:
The report stated that pt underwent a wide local excisional biopsy of the left forehead with sentinel lymph node mapping. During the procedure, the pt had on a nonrebreather mask. While the physician was using the electrosurgical pencil for cautery, during the node mapping, the surgical assistant noticed that a cotton ball in the pt's ear had "flamed." The surgical tech swatted the cotton ball out of the pt's ear, and she put the flames out. The pt had 3 reddish-white areas on his ear. The pt was given neosporin for treatment. The non-rebreather which covers the mouth and nose, vents on the same side, where the cotton ball flamed.

Manufacturer narrative:
Date of initial report: 05/07/2007.